Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, the error message was displayed. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device displayed an error e315 on the screen, and fluid ingress was identified on the plug body. The customer's originally reported issue of no image was confirmed. The following additional findings were also noted: distal end adhesive failure, water leakage in scope connector, up/down angle straining, and left/right angle not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during reprocessing of their evis lucera elite colonovideoscope, it was discovered that the device would not produce an image. Upon inspection and testing of the returned unit, it was discovered that the device displayed an error e315 on the screen, and fluid ingress was identified on the plug body. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.